Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during use, when the low battery would not switch to the charged second battery. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced power pcb assembly and reproduced the reported issue. Additionally it was observed that the device's power button would not work when the device was using an auxiliary power source. Physio-control was unable to determine further root cause. The cause of the reported issue was determined to be due to the power pcb assembly.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during use, when the low battery would not switch to the charged second battery. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.